Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to return the problematic pump with the provided return box and pre-paid label. The customer was advised about programming settings into the replacement pump and connecting their continuous glucose monitor to it. The replacement pump was sent, and the customer understood and acknowledged all instructions provided by technical support.